Event description:
It was reported that the customer experienced an issue with a touchscreen becoming unresponsive on their device. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.